Manufacturer narrative:
Corrected device model bellavista 1000. The root cause was determined as battery defect. After battery replacement, the unit is working well.

Manufacturer narrative:
The customer reported about bellavista 1000 has a battery flat active during ventilation. The reporter stated that, "on 15.5 they had power outage at the hospital and the unit was working on batteries since 10:12 am until 12:48 pm. The medical staff noticed that the unit has 45 min' working time on batteries and suddenly after that they say that the unit just turned off. No harm to the patient because they immediately started ventilating with ambu until they brought a new vent". Vyaire technical support evaluated the log files that shows the following alarm: alarm 210 "main supply failed" was active at 10:12:27 (device time). Alarm 214 and 215 "battery run time below one hour" triggered at 12:17:22. Safety status of battery b changed from 0 to 128 at 12:41:20. A "start up" is visible at 12:48: 12. No shutdown dialogue is visible in between 12:41 & 12:48 screen shot shows that the safety flag is 0x0040 on both the batteries. Patient involvement was reported no harm and has consequence to potential serious injury. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the unit turned off while running in battery without any warning alarms. No harm to the patient but they have to provide manual breath to patient.